Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of urinary incontinence and atrophy are included in the product labeling and hazard analysis.the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced sub cuff atrophy and recurring incontinence with his artificial urinary sphincter (aus). The aus was functioning. All components were removed and replaced with a new aus.

Event description:
It was reported that the patient experienced sub cuff atrophy and recurring incontinence with his artificial urinary sphincter (aus). The aus was functioning. All components were removed and replaced with a new aus.